Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for an increase in the daily dose. The health care provider programmed a dose increase and set the delivery to simple continuous mode. The patient went home. After 46 hours, the patient experienced severe underdose symptoms. When the patient later presented to the hospital, it was noted that the pump was set to "stopped mode" at the same time, the pump was reprogrammed to an increase and simple continuous by the health care provider. According to the reporter, the pump had reprogrammed itself to stopped mode and had not been delivering the drug like it was set to do. The pump was reprogrammed to simple continuous. After the pump was reprogrammed, the pump was functioning and the patient was okay. The drug in the pump at the time of the event was lioresal.